Event description:
Original surgery date was 2004. Post lateral fusion l4-5. Patient reported popping sound post op. Surgeon confirmed via x-ray that rod was disengaged from screw. Patient was brought back into or and re-instrumented in 2005. Broken parts were removed and new were re-implanted. Popping started 9/04 (5 days post op). One side only. Diag: adjacent level to previous fusion at (l4-5) l3-4 of disc degeneration. Procedure: tlif at l3-4 with blackstone....post lum, fusion at l3-4